Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the information reviewed, the definitive cause of single leaflet device attachment (slda) could not be determined. The reported worsening mr was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr). Once clip was implanted, reducing mr from 4 to <1. On (B)(6) 2019; echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet, (slda) and mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2019. One clip was implanted, reducing mr to 1+. No additional information was provided.